Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient stated she went to inject her prefilled syringe. "The device made a loud pop and then the medication emptied out of the device prior to the injection into her skin.¿ found during use. No reports of serious injury or medical intervention note.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch number is unknown. Investigation conclusion: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.